Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Visual examination of the set confirmed blood leakage from the bottom cap of the blood filter housing. The sample was decontaminated per our procedure and forwarded to the supplier for further evaluation. Based on the supplier's response, although the sample was decontaminated, the supplier would not perform any visual or physical testing due to the condition of the sample and is was discarded. The device history records (DHR) was reviewed for their lot number and showed no discrepancies of this nature. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. All available information regarding this occurrence has been forwarded to our material review board (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the tubing was primed correctly and inspected for leakage prior to use. During use, leakage was discovered at the bottom of the filter chamber at the seam no injury reported.